Event description:
Customer reported diffuse lamellar keratitis (dlk) cases for two patients treated on (B)(6) 2013. Dlk was discovered on (B)(6) 2013, for a patient who had stage 2 diffuse lamellar keratitis (dlk) on both eyes. A flap lift and rinse was not performed. The patient was treated with a steroid (predforte 1%) and was given durezol with a medrol dose pack. The uncorrected visual acuity (ucva) as of the discovery date, was right eye distance 20/40 and left eye distance 20/30. Patient complained of blurry vision and did experience loss of best corrected visual acuity.

Manufacturer narrative:
Amo''s clinical development manager (B)(4) contacted the customer and verified that the customer reduced frequency of steroid eye drops which could be a factor for dlk. They also were not changing cleaning solution and rinses for instruments for each patient which can be a contributing factor. The (B)(4) had also talked to them about use of ansell gloves during a site visit. Cdm offered surgery support but the center director declined. (B)(4) contacted the customer and reported that in the (B)(6) appointment, haze and patches of superficial punctate keratitis (spk) were noted. On (B)(6) inflammation had cleared but still some spk. No loss of vision was reported. Placeholder.